Manufacturer narrative:
Fluoroscopic images were provided. The review of the provided images show a fred device with incomplete expansion and what appears to a filling defect caused by the incomplete opening of the fred at is proximal end. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed with the fred that caused or contributed to the reported complaint. H6 - add component code 515. H6 - add type of investigation code 4112.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that after deployment of the fred, the stent did not appear to be completely open at the proximal end, which limited flow. A balloon inflation was performed and flow was restored. There was no reported patient injury and the patient is currently reported to be "okay."